Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer also reported that the threshold suspend feature of the insulin pump activated. The customer reported that the insulin pump activated the threshold suspend with a sensor glucose reading of 40 mg/dl when the actual blood glucose level was 189 mg/dl. The customer also received a weak signal alert and experienced other sensor issues. The customer stated that the sensor had a bent cannula. The customer also mentioned having high blood glucose levels of 354 mg/dl that she treated with a manual injection. The high blood glucose levels were caused by not properly bolusing for food that the customer ate. The customer declined troubleshooting for the blood glucose levels. Nothing further reported.